Event description:
Pt had received a pump and instructions on how to use it. (B)(4) provided the cadd prizm pump; 2/3rd's of the way through the 12 hour tpn infusion period, the pump beep 3 times every approx 5 mins display was dark no reason for the beeps. Called the visiting nurses and suggested looking for links, there were no kinks. They suggested disconnecting and flushing the line (no idea how to do that) and instead told us to press a button on the key pad. The display lighted and indicated the battery was low. It was new battery that night. The batteries are supposed to last 12 hours. We were instructed over the phone on how to replace the battery and restart the infusion. The new battery lasted the rest of the infusion. The issue repeated on (B)(6) 2019 with a new battery that had been installed at the start of the infusion. This time we contacted (B)(4). They gave us similar instruction on how to replace the battery. A new pump and batteries were received on (B)(6) 2019. The same thing happened with the new pump and new batteries. (B)(4) talked to us through the replacement of the battery and restart. This process requires the aid of a family member to make sure the pump will work through the night. The pumps are not suited for this application if they can't reliably pump / infuse for 12 hours. This is 3 occurrences over 3 days with 2 different pumps. Just home after 200+ days in the hosp/rehab. FDA safety report ID# (B)(4).